Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, the patient was implanted with 2 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. Three months later, a computed tomography revealed that the ipsilateral limb of the trunk-ipsilateral leg component was not completely adhered to the wall. There were no endoleaks and the patient was asymptomatic. The following month, the patient underwent a reintervention where a balloon expandable bare metal stent (manufacturer unknown) was implanted inside the distal portion of the ipsilateral limb of the trunk-ipsilateral leg component. The patient tolerated the procedure.